Event description:
During surgery to repair a femur fracture the pt was on the jackson orthopedic table and the traction unit broke allowing the pt to slide off the table. Device failed and stopped working.

Manufacturer narrative:
Na

Event description:
It was reported that the rv lead dislodged due to twiddlers syndrome.